Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the customer's condition had improved- able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the product.

Event description:
Consumer initially called for assistance with performing control test. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter. The customer performed another blood test and obtained result of 121 mg/dl non-fasting. The customer does not know her expected blood glucose test result range. The customer reported feeling woozy; medical attention was not needed at the time of the call. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/25/2025 and test strips were opened day of call. The meter memory was not reviewed for previous test result history.